Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger rod was deformed. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: syringe plunger cone is deformed/ melted. Syringe cannot be drawn on or can only be drawn on with difficulty and had to be discarded, as the tightness was not guaranteed. A total of at least 3 syringes were affected on this day.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger rod was deformed. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: syringe plunger cone is deformed/ melted. Syringe cannot be drawn on or can only be drawn on with difficulty and had to be discarded, as the tightness was not guaranteed. A total of at least 3 syringes were affected on this day.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary two samples were provided to our quality team for investigation. Through visual inspection jammed stopper was observed. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review was completed for provided lot number 0204857. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.